Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse replaced the digital diluter, ancillary diluter, reagent probe 2 diluter, reagent probe 2, ancillary valves, sample plunger, sample metering syringe, sample tubing and all four pinch values in the fluidics drawer. Precision testing was run, resulting high. A patient sample comparison was performed, and results did not match. The cse returned to the customer site and replaced the wash block and decontaminated the analyzer, after which quality controls were verified. A technical applications specialist ran method verification protocol post service, and the results were acceptable. The cause of the discordant testosterone results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A patient comparison was run between two advia centaur xp instruments post service. Discordant, falsely elevated testosterone results were obtained on one patient sample on one of the advia centaur xp instruments. It is unknown if discordant results were reported. The corrected result was obtained on the alternate advia centaur xp instrument. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated testosterone results.